Event description:
The manufacturer received a voluntary medwatch (mw-5151579) in which the patient alleges unable to wear CPAP due to device is suffocating during sleep, which is the reason why patient stop using it. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.